Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, red particles, flat creases and a weight test of the explanted material verified the device was underweight. Microscopic analysis of the return device identified wear abrasion, an extended sharp opening with localized stresses induced in posterior side assessed as surgical impact (a dimension measurement in the shell was performed which identified the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.